Event description:
As reported: "when attempting to place the standard plug of the t2 tibia nail, it does not fit properly, producing a sound and damaging the threads of the plug. The plug was tried both with and without the frame. As a result, the patient is left without a plug".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "when attempting to place the standard plug of the t2 tibia nail, it does not fit properly, producing a sound and damaging the threads of the plug. The plug was tried both with and without the frame. As a result, the patient is left without a plug".

Manufacturer narrative:
The reported event could not be confirmed since the returned device was found fully functional. The device inspection revealed the following: in the received end cap screw, deformation observed in the threads and hexagonal head which indicates towards application of excess forces while inserting the screw. It looks like multiple attempts were made to insert the screw forcefully. The crest of the screw threads is found slightly flattened which indicates that the screw was not properly aligned with the mating threads at the time of insertion and after application of excess force has flattened the crest of the screw threads during the progression of the screw in mating part. Also, the tightening marks are seen even on the topmost thread of the screw which shows that the screw was tightened till that point but due to improper alignment in the mating part, it might have not seated properly. A functional inspection was done on the returned end cap screw using a sample nail in which we were able to assemble the screw inside the nail properly which shows that the screw is functional even after carrying minor deformations from usage during alleged failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related issue as the device is found fully functional and could be assembled as per instructions indicated in the operative technique. Moreover the operative technique clearly states that: after removal of the target device, an end cap is used. Eight different sizes of end caps are available to adjust nail length and to reduce the potential for bony ingrowth into the proximal threads of the nail. However, in this case the patient is left without the end cap which is a violation of the operative technique. If more information is provided, the case will be reassessed.